Event description:
Event description guidant received information that this pacemaker, which is on a advisory, was explanted and replaced. After the replacement was done, the patient had a stroke. The device has been returned for analysis.